Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-33, lot#: v014473, implanted: (B)(6) 2007, product type: lead. Product ID: 3058, serial#: (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for chronic low back pain. It was reported the patient woke up recovery from the implant surgery and it was so painful and she asked the healthcare professional (hcp) to take the implant out and redo it. The patient stated the implant itself was painful and thought it was painful because of the way they installed it. The patient stated the hcp refused and said that the patient needed to get over the pain from the surgery and the patient told the hcp ¿no, you don¿t understand¿ because she was in so much pain. The patient stated she ended up going to another hcp and he told her they could put another one in and the decided to not have another one put in. It was noted the patient had the implant removed. There were no further complications that have been reported as a result of this event.